Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon investigation, the brown (lead 1-) wire along the cable connecting ECG c&d was shorted to the green (discharge) wire. The cause of the test failure is the shorted wires. The root cause of the shorted wires is unable to be positively identified. No adverse event resulted from the shorted wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.